Manufacturer narrative:
No compromised force sensor system alarm anomaly noted. Motor error alarm during the basic occlusion test due to faulty back pressure sensor. Pump unable to prime during prime/delivery test due to faulty back pressure sensor.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.